Event description:
Reporter stated the customer has experienced 2 adverse events due to inaccurate insulin delivery. On (B)(6) 2014, the customer felt sick and ate dextrose. He experienced a seizure a short time later, and paramedics were called. His blood glucose in the ambulance was 80 mg/dl. On (B)(6) 2014, his blood glucose was 222 mg/dl at 12:00 a.m. And he delivered 4.0 i.u. Via the infusion device. He experienced a seizure at 4:00 a.m., and his wife gave him apple juice. His blood glucose was 52 mg/dl at 4:26 a.m. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.